Event description:
Customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy,